Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
Pt arm increased in size. Ultrasound negative for dvt. PICC line pilled and leak discovered mid line.